Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an alert 38 indicating a stalled motor when attempting to announce a meal after changing supplies on the ilet pump; the user disconnected the device, performed a rewind, completed a dry run without recurrence of the alert, then performed a full supply change and successfully resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention and continued therapy after successful troubleshooting. Investigation included guided troubleshooting with a rewind and dry run, followed by a complete supply change. Investigation of this case revealed that the alert did not recur during testing and after supply replacement, consistent with a transient motor stall without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but resolved with supply replacement and system restart.